Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis due to a hole in the reservoir. A patient outcome of stable was reported.

Manufacturer narrative:
The ams 700 spherical reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of wear at a fold; hole was present. The ipp cxm inflate/deflate pump was visually inspected; no leaks were found. The pump was not functional test due to hole in reservoir was confirmed. Product analysis confirmed the reported event. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis due to a hole in the reservoir. A patient outcome of stable was reported.